Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula. Additionally, we are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization, hyperglycemia, and diabetic ketoacidosis. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20.4 mmol/l (368 mg/dl) after wearing the pod between 24 and 36 hours on the abdomen. Patient¿s ketones were also tested and they were reportedly very high. Subsequently, on (B)(6) 2018, patient was admitted to the hospital for three days. The pod was removed and discarded at the hospital. When the pod was removed, it was noted that the cannula appeared bent. No pod alarm was reported, and there was no "warning" or notification sent to the pdm. While at the hospital, the patient was treated with intravenous (IV) fluids and given insulin. She was also provided with medication to treat her reported nausea. Officially, the patient was diagnosed with diabetic ketoacidosis (dka). She recovered and was released from the hospital on (B)(6) 2018.